Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the handle jammed on the mesher. The handle was not able to perform the up and down motion. The handle/ratchet was stuck on the mesher and unable to be removed from the device. The mesher was not able to advance/move forward. The gears were stuck. There was no patient harm/injury or surgical delay reported. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the ratchet handle was stuck to the mesher base, and the comb and various other parts were damaged. The ratchet assembly, comb, bottom roller, spring, bolts, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.